Event description:
In 1999, the patient was implanted with an lvad, but did not wake up post-op as expected. On 07/09/1999, the cardiologist reported that he visualized a large volume of air come from the apex of the ventricle near or at the lvad inflow canula go through the aortic valve and out into the aorta. The patient was in the unit with good flows though the lvad, but was seizing.